Event description:
It was reported that post-sensed t-wave over sensing was observed. The physician elected to make any programming changes. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).